Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent up arrow button response due to corroded keypad traces. The insulin pump had a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and moisture damage to the display board.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm and unable to clear keypad. The blood glucose reading is 136 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.